Event description:
It was reported that the j-tipped end of the guidewire got caught on the vena cava filter upon insertion. Followup with physician indicated that a snare catheter was used via femoral insertion to unhook the guidewire from the filter. There were no quality issues with product reported by physician.